Manufacturer narrative:
Per tandem¿s user guide: do not remove the used cartridge from the pump during the load process until prompted on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the cartridge before entering the load menu and subsequently a malfunction alarm occurred. Customer's blood glucose level was 250 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.